Event description:
Reporting status: malfunction. Reporting rationale: a difficult deflation has caused or contributed to patient injury previously. Device issue: difficult to deflate. It was reported that the balloon was inflated without problems; however, the balloon would not deflate after use and was removed partially deflated into the guiding catheter. The guiding catheter and balloon were removed from the patient together. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the reported difficult deflation. Eval summary. Quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was contrast visible in the inflation lumen. The balloon was loosely folded. There were two bends in the hypotube, 49cm and 86 cm distal to the strain relief tubing. The outer member was stretched for a length of 1 mm, proximal to the proximal seal. There was no other damage noted to the balloon catheter. An attempt was made to pressurize the balloon using a new indeflator filled with water, but due to the damaged outer member, the balloon could not be pressurized. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. Factors that may contribute to the difficulty to deflate the balloon catheter may include, but not limited to, manufacturing, handling, materials, inflation lumen obstruction, media concentration, kinks/bends to the shaft or hypotube, patient anatomy, or reduced inflation lumen area. Analysis of the returned device observed a stretched area of the outer member proximal to the proximal seal, which suggests the device was subjected to tensile overload. The stretched outer member appears to have reduced the inflation lumen area resulting in the reported difficulties. Possible causes of the stretched outer member may include attempts to maneuver the balloon catheter free from resistance with the patient anatomy or associative device from the removal of the balloon sheath. In addition, quality assurance noted bends in the hypotube, which may have contributed to the reported difficulties; however, the case details did not describe any damage observed prior to the procedure during prep or any resistance during the procedure. A definite root cause of the stretched outer member could not be determined. Based on the reported case description and analysis of the returned device, a conclusive root cause of the reported difficulties could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.